Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cable was replaced and the issue was not resolved. The ndi toolbox was checked and a firmware revision compatibility message was present. The replacement of the cable and the update of the firmware resolved the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that after the camera was swapped with another system, the camera continually beeped like it was initializing. Upon further inspection, the camera cable appeared damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that the returned cable appeared to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. There was no problem found with the returned cable. If information is provided in the future, a supplemental report will be issued.